Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. Customer was suggested to swap pcb's and to replace the backup power source (bps)printed circuit board (pcb). Customer was instructed by tech support to call back if the recommended part or test did not correct the failure. Covidien was not authorized to conduct the repair.

Event description:
It was reported that, an 840 ventilator is not charging the battery. The ventilator was not in use on a patient at the time the event occurred.